Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and would not complete the boot-up cycle. The customer advised that the device would attempt to power on but remain frozen on the initial self-test screen. The only way to turn the device off was to remove the batteries. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the removed system pcb assembly and determined that the cause of the reported issue was the single board computer (sbc) located on the assembly.  The sbc prevented the device from completing the boot-up process.